Manufacturer narrative:
No product will be returned per customer. The product was discarded and not returned for failure investigation. Patient's demographics requested, but was not provided. The product was discarded and not returned for failure investigation.

Event description:
It was reported that during a (secondary) ivpb infusion in the surgical ICU, the device pulled fluid from both the primary and secondary causing concurrent flow. The device stated that the secondary infusion was completed, however; there was still medication left in the bag. There was a delay in administration of seizure medication, but there was no patient impact.

Event description:
It was reported that during a (secondary) ivpb infusion in the surgical ICU, the device pulled fluid from both the primary and secondary causing concurrent flow. The device stated that the secondary infusion was completed, however; there was still medication left in the bag. There was a delay in administration of seizure medication, but there was no patient impact.

Manufacturer narrative:
This is an adult patient.

Manufacturer narrative:
Additional info: d.4;d.11;g.5.

Event description:
It was reported that during a (secondary) ivpb infusion in the surgical ICU, the device pulled fluid from both the primary and secondary causing concurrent flow. The device stated that the secondary infusion was completed, however; there was still medication left in the bag. There was a delay in administration of seizure medication, but there was no patient impact.